Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient with a history of rising pacing impedance and capture thresholds due to tissue ingrowth around the ring electrode since (B)(6) 2020 presented for routine generator exchange on (B)(6) 2021. Device interrogation performed prior to procedure confirmed high pacing impedance and high capture thresholds. No intervention was performed. The patient condition was stable.